Event description:
On july 23, 2012, the manufacturer received an un-served legal notification of a complaint whereby it was reported that the patient had undergone surgery to remove a right thyroid. It was reported that during the course of this surgery, the left recurrent laryngeal nerve was transected and that an attempt was made to reattach the nerve without success. It is alleged that the patient was injured by a xomed rln monitoring tube used during the course of her surgery. The product item number, serial number, and lot number were not provided. It is further alleged that the right thyroid was never removed. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Device evaluation results: device intended use / indications for use: the medtronic nim family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. The emg endotracheal tube may be used with any multi-channel emg monitoring equipment. Where an alternate multichannel emg monitoring device is used in conjunction with the emg tube, the user is advised to consult the operator's manual for that monitor. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Warnings include: avoid false negative responses (failure to locate nerve), which may be caused by: neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. Deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve; insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small; displacement during the procedure when rotating the patient's head and neck; for safe and accurate emg monitoring, proper handling, insertion and placement of electrodes and probes is critical. Blank spaces in this report are the result of information not provided by the initial reporter. This product is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.